Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, a service history review, and a review of the alarm log were performed. The damaged door was identified during visual inspection. The cause of the condition was determined to be a damaged pump head door assembly. To correct the condition, the pump head door assembly was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged door. No additional information is available.